Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump was dropped and the touch screen became shattered and unresponsive. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to insulin pens for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen issue was verified. Duplication testing was performed and no failure was identified related to the reported cartridge fit issue.